Event description:
It was reported to boston scientific corporation that an advanix duodenal bend stent was successfully deployed. According to the complainant, the deployed stent migrated and perforated the patient's bowel. A resection of the bowel was performed during the week of (B)(6), 2014 (exact date unknown) due to the perforation and the migrated stent was removed from the patient. The procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry.(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation found out that the stent was slightly kinked at the proximal end and the barbs were also kinked at the base. The stent was also found to be discolored throughout. Stent migration and perforation is a known physiological effect of the procedure noted within the directions for use, therefore the most probable root cause for this event has been identified as anticipated procedural complication. A review of the device labeling and direction for use (dfu) showed the device was used according to its label.

Event description:
It was reported to boston scientific corporation that an advanix duodenal bend stent was successfully deployed in the common bile duct. According to the complainant, the deployed stent migrated out of the common bile duct to the duodenum and perforated the patient's bowel. A resection of the bowel was performed during the week of (B)(6) 2014 (exact date unknown) due to the perforation and the migrated stent was removed from the patient. The procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.